Event description:
Extreme pain, vaginal discharge, infection, perforated uterine ulcer, damaged ureter, hysterectomy, removal of ovaries, necrosis of uterus and ovaries, uae performed to preserve fertility.